Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of transfer guard anomaly from the reservoir. The customer's blood glucose reading was unknown. The customer stated that the needle came out while trying to fill the reservoir. The customer reported the needle to be stuck in vial of insulin. The customer stated that the transfer guard was not functioning properly. The customer reported that insulin was not pulled into the reservoir. The reservoir will be returned for analysis.